Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated the arctic sun device was not reading the foley probe. They had tried switching the cable ports on the back of the machine and disconnect/reconnecting the probe. Informed nurse a temperature probe was required to be plugged into patient temperature (pt1) port in order to drive therapy. Nurse confirmed they had plugged the cable back into patient temperature (pt1). Confirmed with nurse the foley probe did read on their bedside monitor. Explained since it was reading on the monitor, they would recommend replacing the temperature cable. Suggested checking with biomed to see if they have extra cables or switching the machine or cable from another machine. Encouraged nurse to call back if they continue to have issues.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. They had tried switching the cable ports on the back of the machine and disconnect/reconnecting the probe. Informed nurse a temperature probe was required to be plugged into patient temperature (pt1) port in order to drive therapy. Nurse confirmed they had plugged the cable back into patient temperature (pt1). Confirmed with nurse the foley probe did read on their bedside monitor. Explained since it was reading on the monitor, they would recommend replacing the temperature cable. Suggested checking with biomed to see if they have extra cables or switching the machine or cable from another machine. Encouraged nurse to call back if they continue to have issues. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated the arctic sun device was not reading the foley probe. They had tried switching the cable ports on the back of the machine and disconnect/reconnecting the probe. Informed nurse a temperature probe was required to be plugged into patient temperature (pt1) port in order to drive therapy. Nurse confirmed they had plugged the cable back into patient temperature (pt1). Confirmed with nurse the foley probe did read on their bedside monitor. Explained since it was reading on the monitor, they would recommend replacing the temperature cable. Suggested checking with biomed to see if they have extra cables or switching the machine or cable from another machine. Encouraged nurse to call back if they continue to have issues.